Manufacturer narrative:
During the investigation, the customer-reported fault alarm was confirmed, but could not be reproduced. Patient conditions (hypervolemic, hypertensive) could be attributed to the recorded fault alarm, code 49, but it cannot be conclusively determined. A '49' fault alarm code can also be caused by kinked drivelines or a malfunctioning piston cylinder assembly (pca). However, the drivelines were not reported by the customer to be kinked and the pca passed all functional testing with no anomalies observed. The customer-reported display malfunction could not be confirmed. It is likely that the lcd display went into sleep mode after the fifteen seconds per the driver's design. In sleep mode, the driver still runs, but information is not displayed on the lcd display. This information becomes visible again once the display button is pressed. The lcd display printed circuit board assembly (pcba) will be replaced as a precaution as this is the second time a customer has reported an issue. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5203 follow-up report.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient's wife stated that the display screen on the freedom driver was not displaying any numbers even though the driver was running. The wife also stated that the driver did not get bumped, knocked over, or dropped. The customer also reported the patient was subsequently switched to a backup driver.